Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or co ntributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that leakage from the biopsy channel, moisture invasion in the scope connector, plug unit corrosion, or unstable communication with the video system center caused the image issue. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic bronchoscopy. There was no delay in procedure, and it was completed using a replacement device (serial number (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of communication error (b30) was not confirmed. In addition, no image (black) was displayed but was blurry after aeration. The scope information was loss. The plastic distal end was chipped. Bending section cover glue was cracked. Switch button 1 and 4 were not working. The control body and scope connector had fluid invasion and corrosion. Charge coupled device shrink tube was cut. There was a deep dent in insertion tube. Bending section had fluid invasion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A nurse reported to olympus, the evis exera iii bronchovideoscope displayed communication error (b30) during preparation for use. There was no report of patient harm associated with this event.